Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After implantation of the watchman device, the patient developed a flutter arrhythmia. Additional rf ablation was performed using a non-boston scientific catheter introduced through the faradrive sheath. During completion of the rf ablation, a pericardial effusion was noted. A coronary sinus perforation was identified, and pericardiocentesis was performed. The effusion was managed for approximately one hour, and protamine was administered. A thrombus was observed in the right atrium. Cardiothoracic surgery was consulted, but the decision was made to continue treating the effusion at that time. The patient required a blood transfusion. Cardiothoracic surgery was re consulted, and the patient was transported to the operating room for surgical intervention. The patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that the patient was already discharged from the hospital.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After implantation of the watchman device, the patient developed a flutter arrhythmia. Additional rf ablation was performed using a non-boston scientific catheter introduced through the faradrive sheath. During completion of the rf ablation, a pericardial effusion was noted. A coronary sinus perforation was identified, and pericardiocentesis was performed. The effusion was managed for approximately one hour, and protamine was administered. A thrombus was observed in the right atrium. Cardiothoracic surgery was consulted, but the decision was made to continue treating the effusion at that time. The patient required a blood transfusion. Cardiothoracic surgery was re consulted, and the patient was transported to the operating room for surgical intervention. The patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that the patient was already discharged from the hospital.

Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of pericardial effusion and thrombus, was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the complications were listed as a potential complication in the device's instructions.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After implantation of the watchman device, the patient developed a flutter arrhythmia. Additional rf ablation was performed using a non-boston scientific catheter introduced through the faradrive sheath. During completion of the rf ablation, a pericardial effusion was noted. A coronary sinus perforation was identified, and pericardiocentesis was performed. The effusion was managed for approximately one hour, and protamine was administered. A thrombus was observed in the right atrium. Cardiothoracic surgery was consulted, but the decision was made to continue treating the effusion at that time. The patient required a blood transfusion. Cardiothoracic surgery was re consulted, and the patient was transported to the operating room for surgical intervention. The patient required prolonged hospitalization. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.